Event description:
Patient reported pump is no longer pushing medication. Patient did not have pump to report defective pump serial number. Pharmacy is replacing pump. No interruption to therapy, missed dose(s] or adverse event(s) reported due to product issue. Pt completed infusion manually. Troubling shooting was not reported. Device is available for return. No additional information available. Reported to (B)(6) by pt/caregiver.